Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient was referred for generator replacement surgery due to unknown reasons. Follow-up revealed that the patient underwent generator replacement surgery on (B)(6) 2014. Pre-operative system diagnostics showed high impedance (dc dc ¿ 7). The replacement generator was tested with the existing lead multiple times and system diagnostic tests showed lead impedance within normal limits (impedance value - 3226, 3106, and 3026 ohms). The lead was not revised during the procedure. The explanted generator was returned to the manufacturer for analysis. The device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Follow-up with the neurologist and neurosurgeon¿ offices revealed that there was no indication that a high impedance condition had ever existed. No x-rays were taken. Prior to generator replacement, the patient¿s device was last tested on (B)(6) 2014 and diagnostic results showed lead impedance within normal limits. Following generator replacement, the patient¿s device was noted to be working well at a follow-up appointment on (B)(6) 2014.